Event description:
The pump was involved in a infiltration of pt. The pt was transferred to a different facility and medical treatment was required. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status or medication involved.